Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the hex wrench was removed, the set screw was removed from the implantable pulse generator (ipg) header. The ipg was not implanted and another ipg was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, foreign material on set screw, a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.